Event description:
The representative reported the device was used during a laparoscopic cholecystectomy. It was reported the er320 clip would not close on the cystic duct. The clip applier was also spitting clips. Another clip applier was used to complete the case. There was no consequence to the patient.